Event description:
A ventilator was returned to the manufacturer for periodic maintenance 1. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a critical error code (internal battery depleted) was found in the ventilator's downloaded error log while the battery was charged at 100%. Therefore, the power management board was replaced to address the issue. The suspected power management board was sent to the product investigation lab for further testing. In addition, the following parts were replaced to prevent failure: pollen filter. Performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.1.03). The device will reach the end of its useful life in february 2026. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: a ventilator was returned to the manufacturer for periodic maintenance 1. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a critical error code (internal battery depleted) was found in the ventilator's downloaded error log while the battery was charged at 100%. Therefore, the power management board was replaced to address the issue. The suspected power management board was sent to the product investigation lab for further testing. In addition, the following parts were replaced to prevent failure: pollen filter. Performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.1.03). The device will reach the end of its useful life in february 2026. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. New information/correction: correction made to "report complete" (yes) and box h "conclusion code grid". The initial report should have been filed as a final report.